Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965-25 lead implanted 2005-(B)(6); 4965-25 lead implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that there was diaphragmatic stimulation with this left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.